Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old patient who underwent breast surgery with 450cc mentor memorygel breast implants experienced bilateral rupture, arthritis, migraines, headaches, skin rashes, weight gain, body aches, increased joint pain, sensitivity to cold in extremities, fatigue, sensitivity to metals and allergy to metals post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis. See 1645337-2020-01968 for contralateral prosthesis report.

Manufacturer narrative:
This complaint has been identified as a duplicate of (B)(4). This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this pc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 20, 2021, mentor became aware that patients implantation date was erroneously omitted in follow up report 2. Manufacturer¿s reference number: (B)(4) relevant d fields have been updated.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).